Manufacturer narrative:
.

Event description:
Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. (B)(4) was entered into our system to have the sling returned to joerns for investigation. As of this writing, the sling has not been returned.